Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It has been reported that the customer was treated by paramedics for low blood glucose levels. The customer stated that he last changed his infusion set 4 days before the event. Programming was correct. Nothing further was reported.